Event description:
Pt had ICD placed 200. Started an new medication for parkinson's and noted ICD fired x2 for first time since 3 years prior. Interrogation of ICD done at physician's office and unable to obtain aequate shock. Upon explant, noted that "charge circuit inactive" - "charge time> 30 secs."